Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided and a review of the sales history to the account, the device was sold to the account prior to 2009. A review of the certificate of conformity (c of c) is not applicable because this event occurred well past the specified device lifetime reliability under a 1-year warranty; 48 uses at average volume and 105 uses at high volume.

Event description:
The hospital reported that bom 7mm extended length endoscope was capturing strange images. Possibly, had been dropped. Online IFU instructions were given over the phone. The scope serial number is (B)(4) and the warranty has expired. The customer called seeking our online IFU for the vh-1111, specifically researching cleaning methods. I walked her through our website. While we were on the phone together, she told me what was going on. Their scope [s/n (B)(4) long out of warranty] was capturing strange images. She said it may have been dropped.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
(B)(4). The hospital reported that bom 7mm extended length endoscope was capturing strange images. Possibly, had been dropped. Online IFU instructions were given over the phone. The scope serial number is (B)(4) and the warranty has expired. (B)(4). The customer called seeking our online IFU for the vh-1111, specifically researching cleaning methods. I walked her through our website. While we were on the phone together, she told me what was going on. Their scope [s/n (B)(4) long out of warranty] was capturing strange images. She said it may have been dropped.